Event description:
The pt had a defibrillator implant in 1994. At that time, a medtronic system was implanted. The led system included a right ventricular pacing/sensing screw in defibrillator lead, superior vena cava lead and also a subcutaneous precordial patch. The pt underwent defibrillator change out in 1996 when the previous generator reached end of life. During the follow up visit, it was noted that the r-wave amplitude was marginal; that is 4-5 millivolts and the pacing threshold was acceptable; however, the impedence was greater than 2000 ohms. 5/99 pt presented after a defibrillator shock. A defibrillator interrogation again revealed impedance of greater than 2000 ohms and also oversensing during the sinus rhythm, even at a sensitivity of 0.6-0.9 millivolts. Also, noted were episodes of so-called nonsustained ventricular tachycardia which was oversensing during the sinus rhythm. The issue was discussed with the medtronic engineer who recommended lead changed out because of a possible fracture in the lead in 1999. The pt underwent removal of old defibrillator generator, superior vena cava lead, extrathoracic subcutanous patch and capping of right ventircular pacing defibrillator lead, extrathoracic subcutaneous patch and capping of right ventricular pacing defibrillator lead, and insertion of a new nonthoracotomy defibrillator system on the right side.